Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated, and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The analyst noted that from (B)(6) 2014 through (B)(6) 2015, the rv capture threshold is consistently 2.5 v or greater, and through (B)(6) 2015, the average rv pacing impedance rose from 2265 to 2987. (B)(4).

Event description:
It was reported that the thresholds and impedance on the right ventricular (rv) lead have been steadily rising and were at high values. The sensing was relatively stable, with no noise. The lead remains in use. No patient complications have been reported as a result of this event.